Manufacturer narrative:
D10: concomitant product: product ID: 9735821, lot #: p9-23152, ubd: unknown, UDI #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - taiwan. Continuation of d10: section d information references the main component of the system. Other relevant p9-23152, h6: multiple fdd/annex a codes were reported. A05 was coded for a camera fault suddenly. A1102 was coded for showed faulted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after booting, there was a camera fault suddenly and showed faulted right after installed. During troubleshooting, the manufacturer representative (rep) rebooted, reconnected the camera and cables, changed the spheres balls but it was still the same. There was a camera failure. It was noted that the probable cause of the issue was a camera issue. There was no patient involvement.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735821r, lot number: p923152. It was reported that a check of the event log showed that a bump had been detected and the storage temperature had been exceeded. Otherwise, the positioning sensor unit (psu) failed an accuracy test (aak) at .291mm with a passing threshold of .250mm. Codes b01, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.